Manufacturer narrative:
A button error alarm occurred and no button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a button error alarm and a battery out limit alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 180 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the buttons were unresponsive. The customer stated that the battery out limit alarm would occur when the battery was out of the insulin pump for less than a minute. The customer stated that the alarms were unable to be cleared due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.